Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon examination, it was observed the pacemaker pocket had eroded exposing the device. The pacemaker was explanted without issue. The patient was stable before and after procedure.